Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged touch screen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with tandem technical support, it was confirmed that the pump screen was responsive. Additionally, it was reported that the touch screen was scratched. Reportedly, the cause of the scratched screen was unknown. It was also reported that the pump became hot to touch when charging. The customer's blood glucose was 135 mg/dl. The customer would continue to use the pump for insulin therapy.